Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed). Evaluation summary (B)(4) no anomalies found (B)(4) full lead.

Event description:
It was reported that during an implant attempt the left ventricular lead dislodged from the branch during sheath slitting. The lead was removed and replaced. No patient complications have been reported as a result of this event.